Manufacturer narrative:
The product identity was confirmed in the evaluation. A visual inspection revealed minor scratches along the length of the instrument and a fractured tip; therefore, the complaint is confirmed. The most-likely cause for the complaint was determined to be excessive force applied at the tip. The manufacturing history was reviewed and no non-conformances were identified. There are no indications of manufacturing defects. This report is late as it was part of a retrospective review based on enhancements made to our reporting policies.

Event description:
It was reported an elevator broke during a procedure. There was no delay and no injury reported.